Manufacturer narrative:
Product event summary: analysis confirmed that the ventricular connector was broken. It was also noted that the upper case, lower case, side bail covers and ring cover were broken, two case screws, one bail and ring were missing, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the ventricular connector on the external pulse generator (epg) was broken. It was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.